Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 5, 2023. Section h3: evaluated by manufacturer: yes . Device evaluation: no intraocular lens (iol) was received as part of this return. The suspect handpiece was visually inspected under magnification and found that the plunger rod was fully advanced, stress marks were observed on the cartridge, and no presence of ovd was observed. No further evaluation was performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a4, a5: information unknown/asku. Section d6a, if implanted, give date: not applicable, as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable, as the iol was removed and replaced during the same procedure. Section h3: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that something was wrong with the back haptic. It was scratched. The intraocular lens (iol) had to be cut out and a new one was inserted. The removed iol will be returned to johnson and johnson. No further information was provided.